Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found that the system had not been calibrated since 09jul2025. Calibration was completed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial blood was dark, matching the color of the venous blood. The arterial partial pressure of oxygen (po2) on the arterial blood gas (abg) read 599. The fraction of inspired oxygen (fio2) was turned from 80% to 100% and the color changed to bright red within 30 seconds. The team reconnected the high-pressure arterial line and the pressure was within limits. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.